Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference MFR. Report: 1627487-2018-10485, reference MFR. Report: 1627487-2018-10486, reference MFR. Report: 1627487-2018-10487. It was reported the patient had infection in neck incision. As a result, the physician performed a wound incision and drainage on (B)(6) 2018.

Event description:
Device 4 of 4: reference MFR. Report: 1627487-2018-10485; reference MFR. Report: 1627487-2018-10486; reference MFR. Report: 1627487-2018-10487. Follow-up information provided the patient¿s infection has resolved.

Event description:
Device 4 of 7. Reference MFR. Report: 1627487-2018-10485, 1627487-2018-10486, 1627487-2018-10487, 3006705815-2019-01440, 1627487-2019-04731, 1627487-2019-04732. Additional information provided the patient was on antibiotic therapy. The patient¿s system was explanted on (b(*6) 2019.

Manufacturer narrative:
A device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.